Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated that yesterday they noticed the white stimulation on/off button was not working. Caller stated the controller won't come on when it's pressed, and they can't press the button down. Caller confirmed the up/down arrow buttons work. Caller added that they tried taking the battery out of the controller, but it didn't help. Caller stated the button might move a tiny bit but doesn't press down. The issue was not resolved. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they had problems with the controller for the stimulation on and off button was not working. The pt got a new controller and said there was probably something wrong with the transit of it because the controller had a gap across the top and the side about an eighth of an inch. If the pt squeezed the controller it turned on but if they did not squeeze the controller then it was blank. Pt called back saying they got the replacement controller, but their battery was too big to close the cover. Pt had already sent back their old controller, so could not switch the covers during the call.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #:(B)(6), ubd: , UDI#: (B)(4), h3: analysis of the device, model # 97745, s/n (B)(6), revealed broken stim button bosses. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.